Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the patient experienced chest pain, perforation and pericardial effusion requiring tapping. The right atrial (ra) lead also exhibited low and small p waves. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.